Manufacturer narrative:
It was reported by the hospital's vad program manager that the pump was not returned to the manufacturer, as the hospital staff did not suspect any pump issues. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was rushed to the ER at another hospital (not implant center) because he accidently cut his driveline completely in half while cutting his exit site bandages that morning. The patient's pump had been stopped for approximately one hour. The patient's pressure was 90/41 and inotropes were administered. The patient was alert, oriented x 3, just slightly lightheaded, and within approximately 15 minutes he was transferred to the implant center after risks and short term options were explained. The patient's pump was exchanged. The patient remains ongoing.